Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua)45 (driveshaft not at "home" position after power-on/restart) error message was confirmed based on the archive data review but not during the functional testing. There were no device deficiencies found during the evaluation of the platform which could have caused or contributed to the reported complaint. No device malfunction was observed during the testing and the autopulse platform worked as intended. During visual inspection, there was no physical damage observed on the autopulse platform. Based on archive data review, multiple ua45 (driveshaft not at "home" position after power-on/restart) error message occurred. Thus, confirming the reported complaint. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of sticky clutch was not severe enough to make the platform non-functional. To remedy the problem, the clutch plate was replaced. After service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing.

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.